Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 18-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer's representative (rep). The patient was receiving 5mg/ml dilaudid at 0.39 99mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient had an infection at the pump site and was transferred to a hospital. The patient had a 104 degree temp and was having yellow pus discharging from the incision site. The patient was going to have the pump replaced. The issue was not resolved at the time of the report. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.